Event description:
It was reported that during a lead revision on the day of report the physician found an infection in the implantable neurostimulator (ins) pocket and the lead pocket. It was noted that the physician explanted the ins and both leads due to the infection. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported the patient developed a urinary tract infection.

Manufacturer narrative:
(B)(4).